Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was continued by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that the device was unable to make x-rays. Upon functional testing, the fse found malfunction of the y axis of collimator shutter. To resolve the issue fse replaced the collimator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. There was no reported patient or user harm. The device was in clinical use at the time of the reported event. A philips field service engineer (fse) replaced the collimator and returned the system to use in good working order.